Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that back part of battery was crack. Customer stated that retainer ring was not damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.